Manufacturer narrative:
Unit received with constant external flash crc error alarm, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to external flash crc error alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.

Event description:
Customer reported via phone call to have received an external flash crc error alarm and bolus and basal settings were reset. Insulin pump passed self-test. Customer's blood glucose was unknown. Insulin pump would need to be replaced,